Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause was not reported. It was reported that the patient was treated with an unspecified treatment for the event. The patient was hospitalized for the event. At the time of this report, the patient has recovered and was discharged from the hospital. It was reported that the patient's pd catheter was removed. No additional information is available.